Event description:
A user facility patient care technician (pct) reported a f180nre dialyzer had a blood leak from the top cap at beginning of treatment. The pct reported to the charge nurse and a new f180nre dialyzer and bloodlines were set-up. Upon follow-up, the pct confirmed the blood leak was external and occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The pct stated blood was noted leaking from the top cap of the dialyzer housing itself. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Blood was visually observed within the dialyzer housing. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints address clotting and are not associated with the current event. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility patient care technician (pct) reported a f180nre dialyzer had a blood leak from the top cap at beginning of treatment. The pct reported to the charge nurse and a new f180nre dialyzer and bloodlines were set-up. Upon follow-up, the pct confirmed the blood leak was external and occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The pct stated blood was noted leaking from the top cap of the dialyzer housing itself. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Blood was visually observed within the dialyzer housing. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.